Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device manufacturer and lot number of the peg involved in this complaint was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this complaint due to the potential that the peg tube involved could have been abbvie branded tubing. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unreported date some days ago, the patient experienced yellowish liquid going out through the tube. When tube replacement was attempted, they saw the bumper was completely buried and with pus around it. They tried to remove the bumper with a sphincterotome, but it was impossible. The gastroenterologist could not perform the replacement.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, a resection was performed. Two options were offered, either performing a new stoma or removal of duodopa system. They decided to remove duodopa system and to start with oral medication. During the hospitalization, he had an infection which was treated with augmentin 850.